Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels. During one occurrence, bg level decreased to 47 mg/dl and was treated with a protein bar. Reportedly, the suspected cause of the low bg levels was due to the customer's basal rate settings needing adjustment. To treat low bg levels, food was consumed, and the customer consulted with the endocrinologist for diabetes management.